Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that echocardiogram and computed tomography (CT) scan were performed. Computed tomography angiography was performed for a transcatheter aortic valve replacement. Extrinsic outflow graft obstruction (eogo) was noticed during the CT. There remained mild low-attenuation material along the luminal surface of the patient's left ventricular assist device outflow tract, similar to a comparison scan, possibly representing mural thrombus or neointimal thickening. The finding was not appreciably changed from the comparison scan.

Event description:
It was reported that the cause of the low flow alarms was due to patient's small left ventricle and recovered ejection fraction at 55%. It was additionally reported that there were recent changes to the patient's parameters to a speed drop of 4000 over time. It was also noted that patient experienced constant low flow alarms which led to the concern of thrombus. It was also said that a transcatheter aortic valve replacement was not performed. The patient's aortic regurgitation was reported to not have existed pre-lvad and yet the devices also did not cause or contribute to the regurgitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported outflow cannula thrombus and low flow alarms were unable to be confirmed through this evaluation as no images or log files were provided, and the device was not available for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The pump was ultimately turned off on (B)(6) 2025 due to the patient having left ventricle recovery (MFR. Report#: 2916596-2025-01536). The pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hypertension, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the read from the computed tomography scan from on (B)(6) 2024 did not mention obstruction.